Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had dislocated posteriorly twice. After trailing with 36mm regular liners (+4 and +4, 10deg.) And 36mm a/e heads he decided that the patient needed a constrained liner for stability. We then trailed the 32 +4 constrained liner and he was not happy. Next we moved to the 32 +4, 10deg constrained liner and he felt it was the best. The femoral head that was explanted was a metal 36mm, 1.5 neck. The decision was to go up 1 size to a 32mm +5. The 32x52, +4, 10deg constrained liner was implanted. The 32 +5 metal head was implanted. The locking ring was put on over the femoral head with the bevel facing the liner. The ring was positioned properly on the liner and pushed into place. Patient status/ outcome / consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.